Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the cancellous bone screw fell off in the shaft while being placed in the patients bone. No patient consequence reported and no surgical delay. Concomitant device reported: unknown shaft (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.0 cancellous bone screw fully thrd/20. This is report 1 of 1 for complaint (B)(4).